Event description:
It was reported that after tha on the right the patient is noted with hip dislocation at arrival to recovery room. No further details provided. Subject was discharged home with 2 crutches.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the information provided, the root cause of the dislocation could not be definitively concluded, although inadequate hip precautions immediately post-op could not be ruled out as a potential contributing factor to the reported event, as the hip remained stable for years post-reduction. The patient impact beyond the reported interventions to reduce the hip could not be determined. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. G1